Manufacturer narrative:
Additoinal information: the orion catheter was not returned for evaluation as it was discarded at the site. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) was notified that when the orion catheter was placed vasospasm occurred within the right internal carotid artery. Intra-arterial cardene was given for < 40 minutes. The event occurred prior to the thrombectomy procedure. No other complications were reported.